Event description:
The customer obtained a (B)(6) vitros ahav igm results for the (B)(6) quality control sample while using the vitros eci analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action should they occur on pt samples. There was no report of pt harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation into this event was unable to determine exact root cause of the event. The investigation was limited due to the lack of info provided however there is no evidence to suggest that an analyzer or reagent error or inappropriate customer protocol had occurred. There was no allegation of harm as a result of this event. The root cause of this event is unk.